Manufacturer narrative:
(B)(4) -other. Visual device evaluation summary: as received, the report of central leak could not be confirmed by visual observation. Mechanical damages were observed of leaflet 1 at both commissures. Damages appeared to be serrated and did not penetrate the leaflet. Commissure 1 wireform appeared to be distorted, likely related to implant or explant. The device also underwent functional in-vitro testing. The reported moderate central insufficiency was not reproduced during standardized in vitro testing. Echo recording taken at implant was evaluated by an independent expert who determined there was a mild-moderate aortic regurgitation of likely central origin. It appeared less than moderate in severity. The valve as-received had a 12.9% total regurgitant fraction, which is lower than the 15 % maximum allowed for this size valve per iso5840:2005. The trf was reduced to 2.1% after sealing to mimic the natural clotting and healing process, confirming that the leakage was non-central in origin. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. Additional manufacturer narrative: the device evaluation confirmed the presence of mild central insufficiency that is less than the insufficiency reported. This mild leak was found to be within specifications and was found to be of non-central origin. The root cause of the reported central aortic insufficiency observed in vivo remains unknown. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative - the device has been returned to manufacturer but evaluation has not yet been completed. Additional information will be reported when available.

Event description:
Edwards received information that a 25mm aortic bioprosthetic valve was explanted at implant due to moderate central insufficiency after patient was removed from cardiopulmonary bypass. The valve was replaced with a 25mm competitors valve. Patient was reportedly doing well.